Event description:
Device malfunction: difficult to move. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during removal "the device caught on something". The access ports were not utilized; however, the safety release and pressure were used to forcefully remove the device from the pt's anatomy. Hemostasis was achieved using manual compression. There were no reported pt effects. Though requested, no additional information was available.

Manufacturer narrative:
Incorrect removal. The device was received. Investigation is not complete.